Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump battery could not be charged. Reportedly, the pump began charging after being connected to a power source for an extended period of time. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.